Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge would not fit onto the pump. Reportedly, it would stop approximately 1/4 of an inch away from where if should stop. The customer's blood glucose level was 269 mg/dl and it would be addressed via the pump. The customer successfully loaded a new cartridge.